Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinder had a rupture. The patient underwent a revision procedure in which all components were explanted and replaced without further complications to patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of mechanical issue was confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the device identified that the pump kink resistant tubing (krt) (reservoir) was identified to be cut apart. There were the leaks in the tubing (reservoir) that was the result of sharp instrument damage consistent with explant damage; holes and tool marking were present. Due to this damage being consistent with explant it will be considered a secondary failure. The pump krt was worn to filament. Contamination was found inside pump. Visual examination of the cylinders identified that cylinder 1 has a leak attributed to wear at fold in proximal cylinder body; large hole in the outer tube with broken fabric treads was present. Cylinder 2 has small exhibited bulging when inflated in proximal cylinder body. The krt of both cylinders were worn to filament. The device was not functionally tested due to the contamination and fluid leak observed in the visual testing of the components. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinder had a rupture. The patient underwent a revision procedure in which all components were explanted and replaced without further complications to patient.